Event description:
Interventional wire segment sheared off during pta (percutaneous transluminal angioplasty) of left distal sfa (superficial femoral artery). Asahi intecc astato 30 (lot 220525a261) used for procedure. Patient was asymptomatic after event.